Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery (rcfa) was attempted using a proglide device after a diagnostic procedure. Reportedly, there was some resistance felt when advancing the device into the anatomy. When the device was being removed the black sheath detached from the device and remained in the artery. The left common femoral artery (lcfa) was accessed and a snare device was used in an attempt to remove the sheath; however, the sheath could not be removed. A cut-down procedure was performed in the rcfa and the detached sheath was removed from the anatomy. Hemostasis was surgically achieved in the rcfa. Hemostasis was achieved in the lcfa using manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.